Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that pacing failure was noted on this right ventricular (rv) lead and device resulting in syncope. The device was reprogrammed and it was noted that external shock had to be administered. A coronography is ongoing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At this time no additional information has been obtained, and the system remains implanted.